Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range pacing impedance measurements. Additionally, the patient felt their device had been vibrating. Boston scientific technical services (ts) discussed the device does not vibrate, rather the patient may be experiencing muscle stimulation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed due to the out of range pacing impedance measurements and increased pacing threshold measurements. The rate/sense portion of this lead was replaced. The shock portion of the lead and the device remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.